Event description:
It was reported that during a laparoscopic appendectomy procedure, on the third firing with a white cartridge the right side of the cartridge did not staple. The staples did not form. They remained in the cartridge. They used a clip applier to close the opening. There was no pt impact.

Manufacturer narrative:
Date sent: 03/16/2009. Eval summary: the analysis results found that the tsw35 device was received in good visual condition, and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionally with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete, and the staples were noted to have the proper b-formed shape. A batch record review was performed, and no anomalies related to the event description were found during the manufacturing process.